Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-00324, 2938836-2020-00325, 2938836-2020-00326. It was reported that when the patient presented for interrogation in clinic, inappropriate shocks and decreased right atrial and right ventricular sensing were observed. Loss of capture was observed on all leads. Upon viewing the x-ray, it was observed that all of the leads had dislodged and the device can had flipped multiple times due to twiddler syndrome. All therapies were programmed off and the patient underwent lead explant and replacement. The patient was stable following.